Event description:
The reporter indicated that during a f/u check on 2/7/98, lead impedance of more than 1500 ohms was obtained. After changing to the unipolar mode, measured impedance value was 550 ohms, and no anomaly in pacing and sensing was found. Intermittent lead fracture is suspected. The lead will continue to be monitored in the pt's body under the unipolar configuration.